Event description:
The reported incident involved a shoulder arthroscopy procedure in which the patient sustained a second to third degree burn located on the left shoulder under the axilla. The burn was treated with an ointment. The burn has been reported to have healed. It was also reported the hospital did not attach the suction tube to the wand as prescribed in the instructions for use during the procedure.